Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that upon inspection there was a broken instrument found. There is a chip in the threads.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the lag screwdriver had been in use for a longer time (manufactured in 2004) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The upper thread of the inner rod is significantly damaged. One of the windings is partly chipped. The significant damage is a result of an inadequate usage. Hammer marks on the head of the inner rod and imprints on the shaft indicate that the upper thread most likely damaged due to rough handling by the user. In case of intended use such damage would not have occurred. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an inadequate usage. No non-conformity was identified.

Event description:
It was reported that upon inspection, there was a broken instrument found. There is a chip in the threads.